Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hardness", "encapsulated", "burning", "swollen lymph nodes", and "nose bleeds."

Event description:
Patient reported "hardness", "encapsulated", "burning", "swollen lymph nodes". Patient additionally reported "nose bleeds"; this event is not device related. Device remains implanted. This record is for the right side.